Event description:
A pump malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump, with a recommendation to call back if the malfunction reoccurs.